Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside the clinical use. The philips field service engineer (fse) inspect the system onsite and confirmed that the device gave an alert indicating degraded ippc disk bay board. Reviewing log file by fse confirmed the reported malfunction. Upon functional analysis, the fse identified the cause of the issue was defective disk bay. Fse replaced the disk bay to resolve the issue. After replacement the system was returned to use in good working order the codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.